Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe had poor cutting and poor aspiration during vitrectomy surgery. Even after reducing the speed below 3000 cuts per minute the issue was not resolved. The surgery was completed after replacing the product with another one. There was no patient impact.